Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a "charger and a filament error". The charge error will likely lock the system up or prevent it from booting. There is no report of injury or death associated with the event described in this complaint.